Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient did not like the sensation of stimulation. The patient underwent surgical intervention to explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.